Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the jaw boot on the vasoview hemopro tissue welder was noticed to be cracked and broken off when the package was opened. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).